Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning due to low and fluctuating impedances. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.